Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient sustained an episode of ventricular fibrillation while sleeping. It was revealed that the patient's right ventricular lead was under-sensing r-waves, resulting in high voltage therapy being delayed. Programming changes were made. The patient was stable.